Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via phone stated that the bottom of the three pack of oral-b dual action brush heads broke off while they were brushing their teeth. No injury was reported.